Event description:
It was reported that a patient underwent an unknown surgical procedure on (B)(6) 2010 and suture was used. During the procedure, the needle broke. The broken needle was retrieved and an x-ray was taken to check if any pieces of needle were left inside the patient. The procedure was completed with a new suture. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Results: the actual needle had a fracture in the area of the attachment end. During visual inspection under a light-microscope several heavy marks of needle holder were found directly on the breakpoint and at the attachment end which indicate that the needle was handled there. The breakpoint shows no material or manufacturing defects. The appearance of the breakage and the slight reshaping of the concerned needle indicate that the material was overstressed during use (first bent up and then breakage). Conclusion: the device information for use cautions the user that "care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders". In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.